Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1bve6, implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor it was reported that the patient's¿doctor said that sometimes when a device was being removed, something would happen and part of the implant would be left in. The patient fell the wednesday before (B)(6), had imaging performed by a neurologist, and they could see that part of the original wire was still in their body.